Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient tried charging and it would not charge. It showed software problem. The patient reset the programmer by taking the battery out. On the third time of resetting programmer showed "looking for device" and then the screen went black and wouldn't do anything. On the call, patient was advised to take the battery out and try plugging the programmer in. Screen came up showing software problem. The patient reported they were charging every day no matter how low or high intensity was and was told my manufacturer representative other patient's usually charge every couple of day or longer. The patient reported stimulation was shocking bothering them so was advised by manufacturer representative to turn it down. Patient indicated stimulation was too high. They thought they needed to feel the stimulation to have it working but was informed they did not need to feel stimulation to have it work. The patient turned stimulation down and does not feel pain just occasionally. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.